Manufacturer narrative:
(B)(4). Investigation results: a visual evaluation of the returned device revealed that the foam (sponge) had been separated from the rx biopsy cap. Based on the information collected and regarding to the dfu, the reported failure was caused due to an act or omission of an act that resulted in a different medical device responses than intended by the manufacturer or expected by the user. Therefore, the most probable cause is user error. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and the use contributed to the event and an act or omission against the labeling could have generated risks and/or adverse events included but not limited to the ones reported within the device labeling.

Event description:
It was reported to boston scientific corporation that a biopsy cap was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure the sponge from the biopsy cap dislodged, and it got trapped in the scope channel. It was retrieved using micro-forceps. The procedure was completed with another biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
An rx biopsy cap was received for analysis. A visual evaluation of the returned device revealed that the foam (sponge) had been separated from the rx biopsy cap. No other issues were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu)/product label. The dfu states: "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope¿s working channel.¿ in this case, the customer reported that a water soluble lubricant was not applied to the top of the biopsy cap. Because this step was not followed during the procedure, it is highly possible that this caused friction/resistance during the use of the device, causing the sponge of the rx biopsy cap to detach; therefore, the most probable root cause is "user/use error". A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a biopsy cap was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure the sponge from the biopsy cap dislodged, and it got trapped in the scope channel. It was retrieved using micro-forceps. The procedure was completed with another biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.